Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a damaged housing and scratched screen. During analysis, the device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board. Service will replace the circuit board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 1210" and "error 1260". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.